Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. During the procedure, the patient experienced a blood pressure drop after protamine was administered. No further complications occurred during the procedure. Upon waking up, the patient reported difficulty breathing and chest pain. Later their sputum was pink and frothy. Approximately 1 hour after leaving the procedure room, the patient experienced a pulseless electrical activity (pea) and died. During this same procedure the patient received a left atrial appendage closure device implant. The device was implanted with no issues and that it was successfully in place at the end of the procedure. The cause of death has not been determined but it is suspected that an embolization of the laac device may have occurred after it was implanted. However, a sensitivity to protamine or a flash pulmonary edema have not been ruled out. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.